Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2020-30530. It was reported the patient had their trial leads explanted due to right arm weakness and a possible hematoma. The patient was stable post-procedure and the issue was resolved.